Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise resulting in a shock. An request for episode review was sent to technical services (ts). Ts discussed troubleshooting steps to exclude a mechanical issue and lead impairment issue. Ts also noted that the shock trend showed out of range shock values while most recently the values were within normal range. Ts review of the reported noise episode confirmed potential t-wave oversensing. To date the lead remains implanted. No adverse patient effects were reported.